Event description:
It was reported that customer experienced cartridge change error that prevented successful loading of cartridge onto pump. There was no adverse impact to the customer's blood glucose level. Customer inspected cartridge o-ring, cleaned pump pneumatic area, and attempted to reload cartridge without success, then switched to multiple daily injections as backup therapy while technical support arranged warranty replacement pump and instructed customer to place problematic pump in storage mode and return it using prepaid label, with customer acknowledging need to re-enter pump settings and reconnect continuous glucose monitor on replacement pump.